Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging that while traveling in (B)(6) the patient's onetouch verio iq meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began around the 3rd week of (B)(6) 2013. Results obtained with the subject meter were not provided. The patient manages her diabetes with novorapid insulin and protafane insulin. At the time of the alleged issue, the patient reportedly administered self her usual dose of insulin based on the "unknown" result. Shortly after, the reporter claimed the patient felt symptoms of shaking, sweating and dizziness. The patient ate a "grape sucker" as treatment. The reporter denied the patient tested with another meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have her test strips or control solution at the time of troubleshooting. The cca was not able to walk the reporter through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.